Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported the controller is telling pt "settings not available - cannot provide desired settings" since 5 days ago pt stated he ran his battery down and he had to charge it back up and then got this message when he tried to adjust his therapy. Pt tried all 3 groups and he is getting the same message. Pt stated his is working with the va in (B)(6) for management of his ins therapy. Additional information was received from the manufacturer representative (rep). It was reported that the patient was met with, and it was found that there was a short on one of the electrodes that was being used in his program. The short was programmed around and patient has been satisfied with his therapy.